Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump did not turning on. Customer's blood glucose value was 304 mg/dl. Customer stated that she already received a replacement battery cap but it didn't work, insulin pump still not turning on. Customer also stated that insulin pump had battery failed alarm. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.